Event description:
It was reported that the fiber broke and burnt the staff. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the fiber broke and burnt the staff. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was broken, and it measured 218.5 cm. Since the most probable causes for moses fiber breaks is still being investigated the most probable cause is cause not established. The reported patient symptoms are a known risk associated with implant these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was also assigned to this investigation.